Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depleted faster than expected. Reportedly, the battery depleted from 25% battery life to 0% battery life, and the pump powered off within 1 hour. Customer's blood glucose (bg) level was not impacted due to this reported issue. In addition, it was reported that the customer received an occlusion alarm. Reportedly, customer was able to successfully resume insulin delivery, and the reported occlusion issue was resolved. Customer's blood glucose (bg) level was not impacted due to this reported issue. Customer also reported that pump time was inaccurate. Reportedly, the pump time was 30 minutes behind. The customer was unsure how the pump time became inaccurate. Tandem technical support guided the customer through adjusting the pump time. Customer's blood glucose level was 148 mg/dl.